Event description:
It was reported that the infusion device failed to deliver insulin. The patient experienced elevated blood glucose levels and had to utilize insulin injections to correct the elevated levels. All accessories were replaced several times. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.